Event description:
Hcp reported pt infection was not meningitis. Date of onset was 2003. Infections signs and symptoms were redness, swelling, drianage and incisional wound opening. The primary location of infection was the lead tract and the thoracic region. Cultures were obtained from the thoracic area and the type of organism found was enterococcus. The pt was treated with oral antibiotics and the total device system was explanted. The infection resolved. Hcp repored the pt also had blood pressure problems and gout. The device was explanted but not returned to the MFR for analysis.